Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced recurrent leakage with his artificial urinary sphincter (aus). A cysto was performed and no erosion was detected. The physician tried cycling the device but no troubleshooting resolved the issue. All components were explanted and replaced. The new cuff was placed more proximal on the bulbar urethra, there were no patient complications.